Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reported the patient starting hurting last night and this morning work up in pain and noticed their stimulation was turned off. Caller reported that patient had turned stimulation back on in group b, but was unsure if that was the correct therapy group, as patient was still experiencing pain. Caller inquired if patient services was able to access that information and agent redirected to hcp and rep to further address. Caller reported no current hcp and agent emailed physician listing. Caller mentioned stimulation was on patient's brain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.